Event description:
It was reported that, during a routine follow up, it was noted that this inflatable penile prosthesis (ipp) presented a total loss of fluid. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.